Event description:
The complaint states that "alert/notification settings" was reported. On (B)(6) 2025, it was reported that the patient missed an alert from the receiver. The patient could not recall the cgm at the time of the missed alert. He was weak and passed out, then his brother called an ambulance. He was brought to the hospital. While in the ambulance, he was given glucose solution through IV by someone with the ambulance personnel. He did not remember anymore if he was given any medication at the emergency room (ER). He only stayed overnight. He was fine during the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.